Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the thread of the g3 thigh neck screwdriver 1320-0200 bent when screwing in the g3 thigh neck screw 3060-0095s. Thread must not actually bend. No obstacle intraoperatively. Screwing in the screw was easy, but the thread was still bent."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The received lag screwdriver gamma3 was visually inspected we can see that the pegs are slightly deformed, and the threads of the device were completely deformed can see that the crest of threads is flattened up and the crest flank is completely opened. The deformation is caused by the excessive application of force during assembly or improper alignment with the mating part. A functional inspection was carried out with a sample lag screw and found that the device is still functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to user-related. If more information is provided, the case will be reassessed.

Event description:
As reported: "the thread of the g3 thigh neck screwdriver 1320-0200 bent when screwing in the g3 thigh neck screw 3060-0095s. Thread must not actually bend. No obstacle intraoperatively. Screwing in the screw was easy, but the thread was still bent."